Manufacturer narrative:
The reported event of difficult to remove the atrial and ventricular leads from the header was confirmed. Analysis revealed there was blood in the connector ports. The blood caused a bond between the inner areas of the connector ports and the surface of the lead body, making the leads difficult to remove. The setscrews did not affect the inability for the leads to disconnect. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at the time of implant.

Event description:
It was reported patient presented in clinic for normal generator change. It was noted during procedure that the leads were unable to disconnected from the header of the pacemaker. The header was broken apart and the pacemaker was explanted and replaced successfully. Patient had no consequences.